Event description:
Boston scientific received information that during the elective replacement procedure of this patient's device, the physician unscrewed the atrial lead and while pulling it from the header, the lead came apart at the terminal pin. The conductor coil was exposed and uncoiled. The physician surgically abandoned the lead and a replacement lead was implanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.